Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported when the patient tries to turn it up high enough for foot and back pain, they are getting a lot of vibration in the right abdomen. The patient reported the vibration was happening now every time they move, and they can¿t lay on their right side. The patient only has one group and one program available. It was recommended that the patient decrease the intensity to a spot where it is not vibrating the abdomen until they can meet for reprogramming. The patient confirmed that they have done this and are scheduling an appointment with a manufacturer¿s representative (rep). No further complications were reported.